Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had vibrate anomaly. The customer stated they the insulin pump died and started making beeping noise with no message on the screen. Customer stated they removed the battery and put it back again and it started beeping gain. Customer declined for troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.